Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the hp was connected at the time of the alarm and didn't disconnect at any point during therapy. Nothing unusual was noted with any supplies, and there was one extra supply line which was clamped off during therapy. Outlet port clamps are not used during spike/port connections. Baxter's quality assurance department explained the importance of these clamps during that process. No moisture was noted around the ports of the supply bags, per the hp. The hp cycled the power on/off several times and started a new therapy session using the same supplies. Shortly after the home patient received the system error 2240 alarm again, and at that point contacted the tsc. The tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the hp.